Manufacturer narrative:
Follow-up # 2 date of submission (B)(4) 2011 device evaluation: further evaluation was completed by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no insulin delivery issues occurring. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
(B)(6). The intermittent power is likely due to the cracked battery component; the alleged malfunction is not likely to cause an adverse event, as the issue is generally obvious and detectable by the user. Therefore the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1, (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the black box download showed that reboots had occurred. No alarms related to the complaint were observed in the alarm history. There was no damage observed to the battery compartment. The threads on the battery cap were observed to be stripped. The battery cap was unable to maintain an electrical connection and reboots were duplicated. A test cap was used for testing purposes. The pump powered on normally with no alarms. The pump was exercised for 24 hours with no reboots occurring. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device

Event description:
A family member reported that the patient experienced blood glucose (bg) as high as 600 mg/dl over (B)(6) since the patient fell while wearing the pump. The family member reported that the patient took a correction injection, and her bg resolved to below 150 mg/dl. Specific dates for bg excursion(s) were not given. The family member stated that the pump has had intermittent power since the patient fell; she noted that the battery compartment was cracked and the battery cap would not remain secured to the pump. She denied evidence of corrosion in the battery compartment. This complaint is being reported based on the patient's alleged hyperglycemic event while using the pump.